Event description:
A customer contacted physio-control to report that their device did not respond to analyze button presses during patient resuscitation. A back up device was available and was used to continue patient care. In this state, the device would not be able to provide defibrillation therapy, if needed. The patient associated with the reported event died. The customer informed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Physio-control further evaluated the removed therapy cable and determined that the cause of the reported issue was due to low voltage pins 1 and 2 being shorted at the proximal connector.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control evaluated the customer's device and verified the reported issue. It was also observed that other buttons were affected. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device did not respond to analyze button presses during patient resuscitation. A back up device was available and was used to continue patient care. In this state, the device would not be able to provide defibrillation therapy, if needed. The patient associated with the reported event died. The customer informed that the device use did not contribute to the patient outcome.